Event description:
It was reported the patient needed a magnetic resonance imaging (MRI) because the electrode was misplaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2009, product type extension. Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. Product ID 7438, serial # (B)(4), product type programmer. Product ID 3387s-40, lot # v331899, implanted: (B)(6) 2009, product type lead. Product ID 3387s-40, lot # v325838, implanted: (B)(6) 2009, product type lead.